Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed an error code during operation, image of the console crossed out in red. Today, the device turned on correctly but no longer detects the patient's temperature. Per review of wo on 19feb2025, there was no patient involvement. Per follow up information received via mail on 19feb2025, this would be sent to s-inter for repair. Per sample evaluation results received via task on 14apr2025, it was reported that there was a dirty fill tube.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature in cable. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the lot number is unknown. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed an error code during operation, image of the console crossed out in red. Today, the device turned on correctly but no longer detects the patient's temperature. Per review of wo on 19feb2025, there was no patient involvement. Per follow up information received via mail on 19feb2025, this would be sent to s-inter for repair. Per sample evaluation results received via task on 14apr2025, it was reported that there was a dirty fill tube.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed an error code during operation, image of the console crossed out in red. Today, the device turned on correctly but no longer detects the patient's temperature. Per review of wo on (B)(6) 2025, there was no patient involvement. Per follow up information received via mail on 19feb2025, this would be sent to s-inter for repair.

Event description:
It was reported that the arctic sun device displayed an error code during operation, image of the console crossed out in red. Today, the device turned on correctly but no longer detects the patient's temperature. Per review of wo on 19feb2025, there was no patient involvement. Per follow up information received via mail on 19feb2025, this would be sent to s-inter for repair. Per sample evaluation results received via task on 14apr2025, it was reported that there was a dirty fill tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d, e. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.